Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 80-90% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal/mid left anterior descending artery. A 3.00 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, during procedure it was found out that the s distal edge of the stent struts were damaged. The device was removed and the procedure was completed with a shorter stent. No patient complications were reported.